Event description:
I would like to bring FDA's awareness to the alarmingly high ((B)(4)) failure rate of the dexcom g7 sensors and dexcom's false marketing statements. I request that FDA open an investigation. ---background--- I'm an insulin-dependent diabetic and have been using dexcom products for years. I was switched over to the new g7-series sensors in 2023 as dexcom is deprecating the older (and seemingly more reliable) g6 sensors. --- (B)(4) sensor failure rate--- since the start of 2024, I have had eight (8) sensors fail and dexcom has shipped me eight (8) replacement sensors after reviewing each support ticket and concluding that the sensor failed. For context, that's a failure rate of (B)(4) percent ((B)(4)). The usage and replacement logs from dexcom for my account will show each failure and the resulting replacement sensor. ---patient health impact--- when a sensor fails the patient harm varies, provided that the patient has a ready backup. Two of the sensors failed while I was traveling for work, so I was left in both cases without the ability to check my blood glucose and gave insulin dosing based on blood glucose guesses (I now don't leave home without a replacement sensor and a finger-prick test). At home if the sensor fails, I'm woken by a shrieking alarm from my phone and have to get up to install a new sensor. Other times, the sensors have given wildly inaccurate readings ((B)(4) points incorrect vs. Finger-prick test) until they also result in an eventually sensor failure, meaning the app or receiver device state to replace sensor immediately. ---false marketing claims--- dexcom makes several false and misleading marketing claims (see https://www.dexcom.com/en-us/g7-cgm-system): dexcom claims the g7 allows patients to "manage diabetes without fingersticks." However, when over these past (B)(4) failed sensors I've called support, they first ask me if I've calibrated and will not proceed with supporting me until I do a manual calibration and wait 24 hours, which again dexcom marketing states "no fingersticks required." If fingerpicks aren't required, then why is dexcom support agents requiring them when a user calls. Note that I've only been able to calibrate when the sensors is in a failing, but not yet fully failed state, usually when the readings are wildly off. Second, dexcom claims sensors last 10 days. However, given my experience of the g7's (B)(4) failure rate occurring before 10 days, this claim is false. See https://www.dexcom.com/en-us/faqs/how-long-can-iwear-the-sensor. ---next steps--- FDA's role is to regulate the sale of medical device products and ensuring that devices are reasonably safe and effective for a particular use. Through the medwatch program, FDA allows consumers to report serious problems related to the use of medical devices. My experience documented above shows there are profound issues with these devices. A quick search on FDA's "maude" database reveals over 500 complaints in the first quarter of 2024. Please open an inquiry on this important mater to protect patients who rely on these types of continuous glucose monitors. Reference reports: mw5153700, mw5153701, mw5153702, mw5153704, mw5153705, mw5153706, mw5153707.